Manufacturer narrative:
Conclusions: device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that a patient was being explanted due to the vns no longer being desired. The explanted lead and generator were returned for analysis. Scanning electron microscopy images of the positive lead coil showed that pitting or electro-etching conditions occurred at the positive coil end. Due to metal dissolution, the fracture mechanism could not be determined. Scanning electron microscopy of the negative coil broken ends showed that pitting or electro-etching conditions occurred at the broken coil ends. Also, one strand of the negative quadfilar coil showed the appearance characteristic of a stress-induced fracture (fatigue). There was no condition noted during the product evaluation of the generator that would suggest any anomaly with the device.